Event description:
A 6f angio-seal vip was selected for use following a pre-deployment angiogram. The tamper tube reportedly did not have the resistance that is typically felt upon deployment, and it appeared to continue advancing beyond the expected point. Hemostasis was not achieved immediately following deployment, and manual compression was performed. About two hrs after deployment, the pt showed signs of occlusion in the leg. The pt had a vascular consultation and a doppler ultrasound was performed. Eventually, the device was surgically removed. During surgery, plaque was seen at the puncture site with thrombus in the common femoral artery. The angio-seal and thrombus were removed and good back bleeding embolectomy was performed. A bovine patch completed the repair. The pulses to foot and popliteal were reported as good post procedure. The pt was hospitalized due to this event but was recovering. The pt was taking aspirin (15mg).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.